Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid.